Manufacturer narrative:
The reported issue was confirmed. The device was returned and no visual defect was noted. The evaluation found a tear on the rubberized layer, which caused water to leak out. The most probably root cause was due to a defective former or wire that was used during manufacturing. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿do not use ointments or lubricants having a petroleum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall." (B)(4).

Event description:
It was reported that the balloon leaked.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon leaked.